Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2016 with the following findings: ¿loss of prime¿ occurrences were observed in the black box download. The force sensor readings did not reach zero. During the actual testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the force sensor was detecting correct force. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened up and no damages were found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.